Event description:
The customer's father stated that the customer was hospitalized for high blood glucose levels with a reading of 500 mg/dl. Prior to the event, the customer experienced stomach aches and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found that the customer occasionally experiences bent cannulas. Advised the father of the different infusion sets available. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.